Event description:
Additional information from the office reported xen was implanted towards 12 o'clock position. Treatment was provided as repositioned and amputated less than 1mm of the distal tip, placed under the conjunctiva and sutured close. The device was explanted when treatment failed to resolve the erosion. The reported event has been resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: serial number: (B)(4), lot number: 61780. The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported a left eye erosion of the xen 45 gts.